Event description:
Vns patient was scheduled for revision surgery due to hoarseness and lead constriction. Further follow-up revealed that the patient's voice was very faint pre-vns implant. It was reported that the patient's hoarseness had improved and was now intermittent and not clearly related to stimulation. Revision surgery is still planned but it is not yet scheduled.